Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient underwent a procedure on (B)(6) 2017 to implant a drg system. During the implant procedure, the physician was unable to access the foramen due to scar tissue. The physician elected to abandon the implant. No adverse consequence to the patient was reported.